Event description:
The event involved a primary plum set where it was reported that the tubing was broken and found to be depressed and too flattened to trigger occlusion alarm. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
A picture was returned showing tears in the packaging of a set. Two videos were returned showing a tearing on the packaging of the set. Another video was returned showing a kink in the tubing of a set still inside package. Additionally received four (4) opened/unused list #140019291 primary plum sets and two (2) new primary plum sets. As received all the opened unused sets were observed to have damage on the tubing. The damage appeared to be kink/fold like causing the tubing to be even uneven. Some of the damage appeared to be indentations. The two new sets did not have the same damage however perforations and scratches were observed on the outer packaging. Each set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted on any of the sets. The sets were also leak tested per specification. No leakage was observed on any of the sets. The complaint of depressed/indented tubing can be confirmed due to the damage found on the tubing. However, it was not found to occlude flow or trigger an occlusion alarm. The probable cause of the damage cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.